Event description:
Prior to transfer from bed to chair, resident was suspended on lift. Ball bearings were noted scattered on the floor and upon further investigation by charge nurse, the right rear wheel of the lift was bent. Resident was lowered to the bed without incident or injury. There is a 600 lb weight limit for lift.